Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller had already tried different wall adapters and charging cables without success, so technical support decided to replace the pump. Customer planned to use multiple daily injections as a backup therapy and was instructed to let the pump's battery deplete completely before returning it. Technical support confirmed the shipping address, sent the replacement pump, and provided a return box with a pre-paid label for the problematic pump to be returned within 10 days.